Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was instructed to contact the representative for further issues but no new information has been received at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the stimulation jumped in amplitude. The patient reset it but it jumped up again. This happened a couple of times over 24 hours started on (B)(6) 2017. There were no reported environmental/external factors that led to the event. The manufacturer representative instructed the patient to turn off adaptive stimulation and run manually to see if this corrected the issue. The patient was also informed to schedule an appointment with their health care provider (hcp) so the manufacturer representative could do follow-up. The patient was going to contact the manufacturer representative again if the adaptive stimulation being off had not corrected the issue before the follow-up appointment on 2018-jan-09. It was unknown if the issue had yet resolved. No surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep ran impedances and check orientation. Everything seemed okay. The rep reset orientation of adaptive stim and reset amplitude for each position. Patient instructed to note any date and time the issue happens in the future and would pull the data file if it persists. It is unknown whether the issue is resolved, but rep will follow up for more information. The hcp has no further information to manufacturer. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.